Event description:
It was reported that the gauge needle was stuck. A 26 encore balloon catheter inflation device was selected to inflate a sterling balloon catheter. During procedure, when pressure was applied, it was noted that the needle was stuck at a certain point on the gauge. Procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).